Event description:
It was reported the camera head (B)(4) overheated. No smith & nephew back up device available. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 8 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating occurred during 8 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. No problem found.